Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was observed. The t wave oversensing could not be reproduced in the clinic. Programming changes were made. Additional changes will be considered at next follow up. There we no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.